Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer's blood glucose level was 461 mg/dl. The customer treated with a bolus. The customer was experiencing the following symptoms: headache and stress. The customer's sensor read 293 mg/dl as her blood glucose level. Her blood glucose level at the time of the report was 123 mg/dl. The customer declined troubleshooting and stated she would change her infusion set. The customer was advised to notify her health care provider of her high blood glucose level. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).